Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was 148 mg/dl. The customer was advised and explained that in order to troubleshoot their insulin pump that may request to change the set and/ or reservoir. After the troubleshooting was done, customer was able to successfully run 5 unit manual prime. Customer stated that the device did not alarm no delivery. Customer was advised that the device is working as designed.